Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms#: 617147. There were no discrepancies discovered during the device history review. Manufacturing calibration readings were all in specification. Visual and functional testing were performed. During visual inspection of the device, the outward appearance of the device was in good. During the power up process and check and test force sensor testing, the device failed force sensor verification. The root cause of the reported issue was found to be that the force sensor was out of calibration, due to sensor cable slightly ripped away from sensor. Replaced force sensor and plunger cable.

Event description:
It was reported that during boot up gets force sensor error. No patient injury was reported.